Manufacturer narrative:
Details of complaint the customer reported that the non-invasive blood pressure (nibp) is not pumping, and it struggles to build pressure. There was no patient injury reported. Investigation summary: evaluation of the returned device confirmed the reported issue. The root cause for the reported issue is due to pump malfunction.

Event description:
The customer reported that the non-invasive blood pressure (nibp) is not pumping, and it struggles to build pressure. There was no patient injury reported.